Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. During treatment, the machine alarmed with a blood leak alarm. Test strips were used to confirm the internal dialyzer blood leak. Estimated blood loss was 220 cc's. Pt had no ill effects. Sample is available.